Manufacturer narrative:
On july 16, 2020, mentor became aware that the following information was inadvertently missing in the initial report. These have been corrected on this form. Patient's sex has been updated to "female" under field a3. This was patient's revision breast augmentation. Conclusion code "cause not established" has been added under field h6. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant medical products: right side; 300cc mentor smooth round moderate plus profile; catalog number: 3502300; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that on (B)(6) 2015, a (B)(6) patient underwent an elective surgery to increase the size of implants. Unknown implants were replaced with mentor 300cc moderate plus profile saline implant. On (B)(6) 2018, patient underwent a left capsulotomy and capsulectomy due to capsular contracture. Same implant was reinserted (off-label use) after the capsulectomy was performed.